Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient's father reported the infusion set was bent on the infusion set soft cannula. Father stated in the morning of (B)(6) 2011 he changed the infusion set completely. Father reported patient's blood glucose level was 130 mg/dl at 5:30 pm, the patient ate and then the father administered 0.8 units of insulin via the infusion device. Father stated at 7:30 pm the patient's blood glucose was 270 mg/dl and he administered 0.6 units of insulin via the infusion device. Father reported at 9:30 pm the patient's blood glucose level was 270 mg/dl and the father again administered 0.6 units of insulin via the infusion device. Father stated at 11:00 pm the patient's blood glucose was 270 mg/dl and he changed the infusion set and saw the soft cannula was bent. Father reported after he changed the infusion set the patient's blood glucose level was okay. Patient's normal blood glucose range was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.